Manufacturer narrative:
Date of explant is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16188. It was reported that patient¿s leads migrated. As a result, the leads were explanted and replaced restoring effective therapy.